Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield), customer says the c ring broke on device during case. Nothing broke off the device. They opened another device to finish the case. No patient was harmed.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
N/a.